Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there was a false negative result. There was no report of adverse impact to the patient.

Manufacturer narrative:
Catalog # 445870, s/n (B)(6): the customer reported a single false negative result in drawer b, position b02. It was reported that the customer did not perform a gram stain test. After review, the applications team responded "this is indeed for application. No intervention is needed on the instrument". After this assessment, the case was closed. The root cause cannot be determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required, although a photo was provided for review. Waters advanced diagnostics (formerly bd diagnostics solutions) will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.